Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint of ¿would not recognize.¿ a review of the logs showed that the instrument failed to engage with error 22020 indicating ¿engagement failure.¿ the instrument was placed on a system and failed to engage on several attempts and on different arms. Additionally, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire was visible and the small grasping retractor instrument was not recognized by the system. The procedure was completed with no reported injury.